Manufacturer narrative:
This report is being updated to report the results of the investigation. The device history record (DHR) for the device was reviewed and it was confirmed that there were no manufacturing abnormalities. The instructions for use caution: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction". Conclusions: the root cause was not identified. From the investigation result, the cause is presumed as below. A b30 error occurs when the communication that transmits the data on the endoscope side to the cv side cannot be normally completed at connecting the endoscope. It is highly probable that the communication error occurred because dirt or water drops adhered to the endoscope connector on the cv side and the endoscope communication was hindered. Or, it is also presumed that dirt or water drops accidentally adhered to the connector contacts on the endoscope and the communication error occurred in a same way.

Manufacturer narrative:
The device has not been returned for evaluation. Olympus advised the reporter to verify connections and provided cleaning recommendations via troubleshooting. To date, the device has not been returned for evaluation and no additional information has been provided regarding resolution. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 produced a b30 scope communication error code. The reporter did not mention any patient involvement or harm. There was no additional information provided however; olympus is attempting to gather additional information related to this report.